Event description:
It was reported in a study that 2 patients experienced infection. Additional surgery was required; however, no further details have been provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) g2: spain de fortuny, lucas martorell, leal, alexandre coelho, sanchez-soler, juan francisco, martinez-diaz, santos, leon, alfonso, lopez, marques f. (2022) mini-invasive approach vs. Traditional open reduction for periprosthetic hip fracture osteosynthesis with the ncb plate. Injury, vol 54, pgs. 706-711. Https://doi.org/10.1016/j.injury.2022.10.015 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under (B)(6) winterthur.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under (B)(4) winterthur.